Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", and a high ketone level identified as dangerous by healthcare provider. A specific bg value was not provided. The cause of elevated bg was unknown. Reportedly, the customer began vomiting the customer's gastrointestinal tract became torn. The customer was taken to the emergency room and was subsequently hospitalized. In an attempt to treat bg, the customer delivered a correction bolus prior to going to the hospital. The customer was treated with intravenous fluids of insulin and saline while hospitalized. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.